Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received three photos and one q-syte device in an opened package. Through the visual inspection of the q-syte, the device is attached to extension tubing. No defect was observed. As it was reported that the leakage was during use, the device was further tested. The septum was removed from the body of the device and was further inspected for damage. A leak test was performed on the returned unit using a luer lock syringe where leakage was observed through the vent holes of the top body. The column of the unit was then inspected, and a tear could be seen alongside the column walls through the vent hole. This type of tear column wall may occur during manufacturing due to misalignment or damaged/burred probes. However, this defect may also occur in the clinician environment during use due to excessive actuations or extraneous force on the septum. As the device has been opened and handled, it cannot conclusively be linked to either manufacturing or user related as the defect would have the same appearance.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns leaked. The following information was provided by the initial reporter, translated from japanese; "this is a report about leakage from q-syte.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device, bns leaked. The following information was provided by the initial reporter, translated from japanese; "this is a report about leakage from q-syte."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.